Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist states that the patient was evaluated in the office and found patient to have crowding and a class ii malocclusion resulting in a significant overjet in the anterior teeth. Dentist recommended patient to cease byte aligner treatment. Ceasing treatment due to the patient's significant overjet, malocclusion and the potential surgery to properly correct these issues. Patient is recommended to be evaluated in person by an orthodontist in order to receive the appropriate radiographs and imaging to determine if orthognathic surgery is necessary to correct these issues.